Manufacturer narrative:
Block d2b: pro code: qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2318-70. Serial number: (B)(6). Batch/lot number: 5003630. Model/catalog description: infinion pro lead kit, 16 contact, 70cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the leads had high impedances and had migrated. The patient was also experiencing inefficient pain therapy. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.